Event description:
It was reported that during an interventional procedure in a saphenous vein graft to right coronary artery native lesion vessel, described as no calcification and no tortuosity, the nc trek 3.25 x 6 mm device was prepared per the instructions for use. The nc trek was advanced to the lesion, to perform post dilatation, without resistance; however, the balloon ruptured on first inflation to 14 atmospheres for less than 15 seconds. The nc trek was removed from the patient anatomy without resistance and another nc trek was used to complete the procedure. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.